Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had an unexpected refractive outcome and the lens rotated off axis. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire has not been rec'd. (B)(4).